Manufacturer narrative:
H3: a pipeline flex embolization device and a marksman catheter were returned for analysis. No damages were found with the marksman hub. However, the pipeline flex braid was found within the marksman hub. The marksman total length was measured to be ~158.6cm. The useable length was measured to be ~150.9cm. The catheter body was found to be kinked at ~9.0cm from distal tip. No damages were found with the distal tip. The marksman catheter was then dissected (cut) in order to remove the pipeline braid. The pipeline braid and the tip coil were found within the marksman hub. The catheter was flushed; water exited the distal tip. The marksman catheter was unable to be tested with an in-house guide catheter due to its damaged condition. The pipeline pushwire assembly was not returned. The proximal bumper, re-sheathing marker and re-sheathing pad were found to be missing. The dps sleeves appeared to be in good condition with blood residue. The tip coil was found to be damaged. Proximal braid end was found to be collapsed and frayed. Distal braid end was found to be collapsed and frayed. No other anomalies were found with the device. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open distal¿ was confirmed as both braid ends were found to be collapsed. It is likely the failure to open is the result of vessel tortuosity, re-sheathing the device more than the recommended two times or user deploys braid in vessel bend. Furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open proximal¿ was confirmed as both braid ends were found to be collapsed. It is likely the failure to open is the result of vessel tortuosity, re-sheathing the device more than the recommended two times or user deploys braid in vessel bend furthermore, the review of lot history records shows that the finished device has met all manufacturing requirements and specifications during final assembly and quality inspection. Based on the device analysis and reported information, the customer¿s report of ¿catheter kink/damage¿ was confirmed as the catheter body was found to be kinked. It is likely the catheter kink is the result of vessel tortuosity or user operational context if user advances or retrieves intraluminal device against resistance. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the internal carotid artery (ica) was tortuous, and during deposition of the pipeline, there was a twist in the distal and proximal segment. This prevented the ends from opening despite multiple attempts, and the marksman microcatheter was damaged. It was noted the middle section of the pipeline was positioned in a bend, it was unknown how many re-sheathing attempts were made, and there was friction experienced during delivery of the catheter. Replacement products were used to complete the procedure. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. Post-procedure angiographic results were normal. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the internal carotid artery (ica) with a max diameter of 12 mm and a 10 mm neck diameter. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was not specified.